Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 428 mg/dl, 128 mg/dl and 36 mg/dl. Customer's wife gave him a piece of candy and orange juice with sugar mixed in it; would have been able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.